Event description:
Reporter alleged valid lab comparison was performed with blood glucose monitoring device and patient was treated with insulin. Reporter stated at 5:30 am, device result was "hi", within a minute another result was 375 mg/dl, within 2-3 minutes another result was 280 mg/dl, and a lab reading was 158 mg/dl at 5:50 am. Reporter stated the patient received 12 units of insulin based on the 280 mg/dl device reading; however did not have any adverse reaction. Reporter indicated controls were used and found to be within range. A request was made for the return of the suspect device and replacement product was sent.